Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had an excessive vault. The intraocular pressure is normal. The lens remains implanted and the patient will be monitored.

Manufacturer narrative:
(B)(4).